Event description:
A catheter blockage was reported. The patient was new to the current physician and it was their protocol to do a dye study on a new patient. The physician discovered that the catheter was not patent. During the dye study on (B)(6) 2015 they were unable to aspirate and did not see the dye leave the end of the catheter. Since 2014 the patient had reported a gradual decrease in efficacy. Patient outcome was not provided. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that after the dye study the patient¿s therapy was as it had been, and the patient had no further issues.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).